Event description:
It was reported that hemovac disconnected at y site of tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used suction evacuator. Visual inspection of the sample noted that the y-tube was inspected, and no disconnections were noted. The evacuator was tested using negative pressure suctioning with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and and no leaks or defects were noted. No root cause could be found because the reported event was unconfirmed. The device history record review could not be performed without a lot number. As the reported event was unconfirmed a labeling review was not required. Correction: d, e, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hemovac disconnected at y site of tubing. Per additional information received via form with sample returned on 15jan2025, they visualized the patient holding the tubing and hemovac in their hands, stated what did they did.